Event description:
On (B)(6) 2014, a (B)(6) , edentulous female patient received four implants (ankylos all) in the interforaminal region of the mandible. At two months post-op the doctor inserted the abutments and integrated the protheses. The patient presented at the doctor's office about two weeks prior to the event with an infection and abscess. On (B)(6) 2014, the patient reported that she had fractured her jaw while eating, which was confirmed by a clinician who described "bone necrosis, infection with abscess and fracture of the jaw". A conventional panoramic x-ray taken on (B)(6) 2014 revealed a fracture between the two implants on the right (tooth #27/28).

Manufacturer narrative:
While the investigation of the retrieved implant did not show any deviation from the specification, insufficient cooling or excessive pressure during implant preparation may cause heat-induced bone necrosis. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.